Event description:
It was reported by the customer that their insulin pump had a priming anomaly. Customer stated they were unable to exit the priming process and insulin continues to leak out of the device. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be protruding. Customer stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Unable to prime during the prime/a33 test due to protruded loose drive support disk. No a33 alarm noted during our testing. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.